Event description:
Healthcare professional reported that the implant is "leaking". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Deflation .This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026